Event description:
It was reported that a patient was not getting good enough pain relief. It was reported that the patient¿s system was explanted and not replaced. It was reported that there was no alleged product issues. It was noted that the devices would not be returned, the customer discarded them. It was stated that the patient was alive with no injury. No patient symptoms or complications were reported to be associated with this event.

Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2013 -(B)(6), explanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead. (B)(4).